Event description:
Reportable based on additional information received on 01/17/2012. It was initially reported that during a percutaneous coronary intervention (pci) procedure a faulty connection made the inflation unit unusable. However, additional information reported that the inflation unit pressurized higher than requested. The calcified lesion was located in an unspecified vessel. The encore inflation unit was slow to increase pressure on the gauge and then suddenly "whizzed" past the pressure the physician had requested. The procedure was completed with another encore inflation unit. No patient complications were reported and the patient's status is stable.

Event description:
Reportable based on additional information received on (B)(4) 2012. It was initially reported that during a percutaneous coronary intervention (pci) procedure, a faulty connection made the inflation unit unusable. However, additional information reported that the inflation unit pressurized higher than requested. The calcified lesion was located in an unspecified vessel. The encore inflation unit was slow to increase pressure on the gauge and then suddenly "whizzed" past the pressure the physician had requested. The procedure was completed with another encore inflation unit. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the encore device was not returned, only the y-adaptor was received for analysis. Examination of the y-adaptor revealed that the o-ring was present inside the y-adaptor. The rotating adaptor portion of the y-adaptor was completely detached. This type of damage is consistent with pressure greater than 200psi being used. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The dfu states, "pressures greater than 200psi may result in leakage or detachment of components." Therefore, the most probable root cause is considered a user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Manufacturer narrative:
Correction: root cause updated from user preference issue to handling. (B)(4).